Event description:
--

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead presented to the hospital following syncopal events. Upon review, the ICD system exhibited oversensing resulting in pacing inhibition and asystole with pauses of up to 7 seconds. It was noted that the patient has frequent episodes of paroxysmal atrial fibrillation (af) and that several ventricular tachycardia (vt) events were stored to the device. Upon closer review, daily measurements showed stable impedance measurements but fluctuating sensing values from less than 1 mv up to 25 mv. Boston scientific technical services (ts) suggested several possible causes and remedies. A revision procedure was performed wherein the pace/sense portion of the lead was surgically abandoned and replaced with a new lead. No additional adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).